Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: mlc-21 improper technique of obtaining or applying blood sample. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0. Mr. (B)(6) (husband) is calling on behalf of the customer. The expected fasting blood glucose test result range is 350-400 mg/dl. The customer did not report symptoms at the time of the call. The product storage location is not provided. The test strip lot manufacturer's expiration date is 07/14/2017 and open vial date is not provided. Husband states on (B)(6) 2017 customer tested 560mg/dl fasting and he called an ambulance, paramedics tested her sugar at 561mg/dl fasting and transported her to the ER. Customer received IV insulin and doctors found other health issues with her while there. Customer had bleeding in her stomach and received a blood transfusion of about 2 to 3 pints. Customer stayed in hospital about 5 days (not sure of exact discharge date). Customer was taken off metformin and her insulin dosage was increased from 40u to 68u a day. Customer now has to test about 6 times a day. Husband states that the customer's readings are now averaging around 350-400mg/dl.